Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to their blood glucose level. Technical support assisted the caller in attempting a pump reset, but the malfunction code recurred, leading to the decision to replace the pump. The customer, utilizing multiple daily injections as backup therapy, was informed they would receive a replacement pump with updated software. Technical support provided instructions for placing the malfunctioning pump into storage mode and facilitated its return, along with ensuring the caller understood the need to transfer settings and connect their continuous glucose monitor to the new device.